Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 19452. Reason for original complaint ¿ asr revision right asr xl system reason for revision: pain date of revision: (B)(6) 2011 update (B)(6) 2017. Additional information received from crawford. Reason(s) for revision: pain. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision, right asr xl system, reason for revision: pain, date of revision: (B)(6) 2011. Update june 23, 2017. Additional information received from (B)(6). Reason(s) for revision: pain. This complaint was updated on july 17, 2017.